Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for label lift was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of label lift was observed in (B)(6) of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode label lift. Bd was not able to identify a root cause for the indicated failure mode." H3 other text: see h.10.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle the label was lifting off. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: "stage: when the outer package is opened. Defect: sticky label found on package. Quantity: (B)(6) pieces."